Event description:
This lead was implanted on (B)(6) 2002 and was capped on 10/05/2011 due to intermittent capture at pre-op, no capture at 10v during procedure, noise noted on lead, r waves 1.3mv and lead impedance was 340. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)